Event description:
It was reported the patient experienced an episode of ventricular fibrillation (vf) which the device appropriately recognized and delivered high voltage therapy in response. The shock was unable to convert the arrhythmia. After delivering two more shocks, the vf was successfully terminated. No device malfunction was alleged as the cause of the inadequate shocks was believed to have been related to the patient condition. No intervention was performed at this time. The patient was stable and will continue to be monitored.